Event description:
The customer contact reported the device delivered less than expected. The pump was returned to the biomedical engineering department with an unsigned note that stated, "possibly not infusing full amount of antibiotic." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.